Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing, leading to a false atrial tachy response (atr) episode. Technical services (ts) was consulted and it was noted that the noise was likely electromagnetic interference (emi) for electrocautery correlating with the date of implant. No adverse patient effects were reported. This device remains in service.